Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection. The patient was admitted to the hospital and given IV antibiotics. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful. Follow-up indicated that the patient is receiving pain relief from the device and has recovered without sequelae.